Event description:
A catheter implant/revision was reported. It was noted that a small portion of the catheter was left in the subcutaneous tissue in the body. The reason for the revision/implant was not reported, nor was the patient's outcome. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).